Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿coupler plate is detached¿ was reproduced. However, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head fell apart. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint was confirmed, the camera head fell apart. This complaint is most likely the result of the coupler plate disconnecting. During inspection and testing the following was also found: the cable was kinked, the cable failed the leak test on the camera head connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.